Event description:
It was reported that this shaver handpiece would not turn the shaver blade. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the product was received, evaluated and the reported problem was confirmed. During evaluation of the handpiece, the on/off buttons did not function. Further investigation found the handpiece to have the potential to activate on its own. A design change has been implemented for this failure mode. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.